Manufacturer narrative:
D4. Primary UDI number and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift with no error message, no cardioversion nor patient movement prior to the shift issue occurred. Initially it was reported that there was a map shift with the pfa catheter and no errors were displayed on the carto 3. The metal values were normal. They kept the pentaray catheter connected to the patient interface unit (piu) while the pfa catheter was on ablation. The pentaray catheter was reseated and the issue persisted. The doctor did not want to create more matrix. The issue was not resolved. No patient consequence was reported. Additional information was received on 21-nov-2024. No corresponding carto error. Metal values were within range throughout the case. After first pfa delivery, the catheter position appeared to shift higher and more anterior to catheter snapshot on map. However, there was no change in catheter position on x-ray or intracardiac echocardiography (ice). When maneuvering the catheter within the chamber, location on map did not correspond to location on ice and xray (about 10 mm off from map anatomy). Catheter appeared shifted by 10-15 mm higher than the electro anatomical shell position. The issue was seen during ablating (pfa, farpulse system). No cardioversion or patient movement prior to shift. The map shift event was originally considered non-reportable, however, bwi became aware on 21-nov-2024 of no cardioversion or patient movement prior to the shift and have reassessed the event as reportable for a map shift with no error message, no cardioversion nor patient movement prior to the shift. The awareness date for this record is 21-nov-2024.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system and a map shift with no error message, no cardioversion nor patient movement prior to the shift issue occurred. A field service engineer confirmed with bwi representative that the issue has not happened since this occurrence. Carto system functioning as intended on several cases following this case. In addition, carto 3 manufacturer investigated the issue based on the study digital data. During investigation, it was found that carto 3 system was used in configuration with farapulse pfa (pulsed field ablation) generator (boston scientific). The carto 3 manufacturer does not claim compatibility for this hardware setup. As such, the carto 3 system functionality for catheter or map location accuracy may potentially be affected. Therefore, it can be concluded that the reported occurrence is a user related issue. System is operational. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed. One similar complaint was found. The manufacturing record evaluation was performed on carto 3 system #(B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).